Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg is inoperable in addition, patient was experiencing discomfort at the ipg site and difficulty in recharging the ipg (reference MFR. Report: 16271487-2016-05702). Surgical intervention may be pending to address this issue.

Manufacturer narrative:
On the previous supplemental report the correct date should be 8/10/2017 not 6/21/2017.